Manufacturer narrative:
The lens was returned for evaluation. Visual inspection found the lens in two pieces. The optic had been cut or torn in half. Two haptics were attached to one piece of the optic. A third haptic was attached to the second piece of the optic and was bent. The fourth haptic was torn off and was missing. A device history record(DHR) review did not find any non-conformities. Based on the information provided, a root cause for the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted once investigation is complete.

Event description:
It was reported that a lens was explanted due to visual discomfort. A different lens was implanted with no issues. Additional information has been requested and has not been received.